Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 10/2/98, datascope was notified that the iab leaked during insertion. There was no blood in the catheter. Event complications: none from the event - reported 9/29/98, 10/2/98. Pt's current status: unk - reported 9/28/98.